Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient did not properly connect their transfer set to the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak from their transfer set. This occurred during a drain cycle of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient did not properly connect their transfer set to the patient line. The technical service representative assisted the nurse with continuing therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.